Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Loud voices are uncomfortable when they are near the implanted side.

Event description:
Affected channels have been observed during in situ testing. At a visit on the (B)(6) 2020, the user reported an off-sensation of the head, feeling soft and dizziness when wearing the device. However, on the (B)(6) 2020 the user's hearing was reportedly improving and the soft feeling and dizziness disappeared. Loud voices were uncomfortable. The user was re-implanted on (B)(6) 2020. The explanted device has not been returned for investigation purposes yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Additionally, the recipient experienced dizziness and soft feeling when using the device in the first months after implantation, which then disappeared. Temporary dizziness and numbness are possible known undesired side-effects of cochlear implantation. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. No date on possible re-implantation has been provided yet. This is a final report.

Event description:
Affected channels have been observed during in situ testing. Recipient did report that loud voices are uncomfortable when they are near the implanted side. The user will undergo a revision surgery, no date scheduled yet.

Manufacturer narrative:
Conclusions: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Other damages found during device investigation are attributable to the removal surgery. Additionally, the recipient experienced dizziness and soft feeling when using the device in the first months after implantation, which then disappeared. Temporary dizziness and numbness are possible known undesired side-effcts of cochlear implantation. The problems given in the recipient report appear to match the damage found.this is a final report.

Event description:
Affected channels have been observed during in situ testing. At a visit on the 18th february 2020, the user reported an off-sensation of the head, feeling soft and dizziness when wearing the device. However, on the (B)(6) 2020 the user's hearing was reportedly improving and the soft feeling and dizziness disappeared. Loud voices were uncomfortable. The user was re-implanted on (B)(6) 2020.